Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. On some instances, the customer was able to successfully load a new cartridge. The customer's blood glucose (bg) level was 103 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy, and also indicated that manual injection supplies were available.